Manufacturer narrative:
A ge service representative performed an onsite investigation and installed a new power supply. The short to the image intensifier needs to be resolved. The system is down awaiting approval from the customer for new parts or a new contract.

Event description:
The customer reported that the system's screen went white and then black when performing fluoroscopy during a case. Also that there was no image and the technique drove to max. No pt injury was reported.